Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mmmega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have blade damage at the entire blade. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument had broken jaws. There was no report of patient involvement.